Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having frequent pump stops and connect driveline alarms. The patient was asymptomatic during the speed reductions and the pump stop events. Log file analysis contained several pump stops and low speed advisories with speed drops as low as 0 rpms. The first event was logged on (B)(6) 2021 at 17:05. This behavior has been linked to potential issues with the percutaneous lead and appeared to be occurring while on both the power module and on batteries. The recorded driveline disconnect were false positive events that have been known to occur during phase-to-phase shorts on the pocket controller. There was also damage to the external portion of the driveline and the entire external portion was replaced. The driveline was cut and ligated. The patient continued to have pump stop alarms after the external driveline repair. The two pump stop events after the external driveline repair while connected to the patient cable occurred on (B)(6) 2021 at 11:49 and 13:12, indicating there was still a fracture creating a short in the internal portion of the driveline. The patient was using a regular grounded patient cable at the time indicating these events may have been short-to-ground shields. Patient was to continue to use ungrounded patient cables and continue to be monitored. On ungrounded cables, the pump stopped and was unable to be restarted. The left ventricular assist device (lvad) was decommissioned and the patient was doing well on inotropy. The lvad was not explanted. The driveline was cut and litigated. The device did not operate as expected and failed to function. No device would be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events while the patient was supported by the power module and batteries. Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. In addition, the evaluation confirmed superficial damage to the outer jacket. The submitted log files contained data from (B)(6) 2021. Several low speed and pump stop events were captured throughout the data with associated low flow hazard, low speed hazard/ advisory, high motor current, and driveline disconnected alarms. It should be noted that a phase-to-phase event can trigger the driveline disconnected alarm on the pocket controller software version 7.23. The associated voltage levels indicated that the events occurred on both the power module and batteries. The account submitted x-ray images for review that captured internal and external portions of the patient¿s driveline. Areas of potential damage were observed near the driveline exit site. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 18¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Rescue tape was observed approximately 1.5¿ - 14¿ from the controller connector. Upon removal of the tape, superficial tears to the outer jacket were observed approximately 4.75¿, 7¿, and 11¿ from the controller connector. The outer jacket was also missing approximately 2.5" - 4.25", 10.5", and 13.5" from the controller connector. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account later reported that the patient experienced additional pump stops while on a grounded patient cable after the driveline repair. The patient was given an ungrounded patient cable; however the pump stopped and was unable to be restarted. The pump was decommissioned, and it was reported the patient was doing well on inotropy. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.